Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, the stent struts were flared right out of the package. No patient contact was made. The procedure was completed with another of the same device. There were no patient complications or injuries reported. The patient status is listed as ok.